Event description:
Event description boston scientific received information that approximately one month post-implant the patient was experiencing symptoms of lightheadedness. Upon examination and fluroscopy, the right ventricular (rv) lead became microdislodged since implant. High threshold measurements and the inability to capture the myocardium were also observed. During the revision procedure the same day, the physician wanted to remove the excess slack and twisting from this lead. When trying to pull back on the lead, the twist was not removed and the lead pulled completely out into the body. An exposed helix was present, as the mannitol previously dissolved. Otherwise, the lead appeared fine. A new lead was implanted, and the former lead was returned.